Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation, the balloon leaked. No consequences to the patient was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Upon visual and microscopic inspection no anomalies were noted. The device dimensions were within specifications. No issues were identified during the function test. The balloon was inflated and deflated without issue during the device analysis. There was no evidence of the as reported 'balloon leaked'. Based on the review and analysis of available information and investigation results, the reported event of the balloon leaked was not confirmed. There were no anomalies found. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation, the balloon leaked. No consequences to the patient was reported.